Event description:
Approx two weeks following a phacoemulsification procedure the pt reportedly complained of irritation in the operative eye. Examination of the pt detected a fiber in the eye near the lens. The pt underwent a secondary surgery to remove the fiber. The fiber was sent to the manufacturer for analysis. The pt is expected to have a full recovery.